Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 80mg/dl at the time of the incident. The customer stated the insulin pump had a crack on the battery compartment. The customer was assisted with troubleshooting and the display did not return. The customer was advised a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No unexpected blank display or failed battery alarm noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.